Manufacturer narrative:
We recognize that this is being filed late - this was an oversite. Originally conmed (B) (4) was contacted with this incident in 2009 however, they did not forward us information until november 2009. When we became knowledgeable of this, we were focused on the product's metal content and labeling concerns, the injury associated with this incident unfortunately was overlooked. A project has been initiated (18 march 2010) regarding review of the product's dfu (directions for use) and the product's labeling regarding the metal content and possible sensitivities / allergies to these metals. When the project team creates an action plan to address this issue - we will file a supplemental report.

Event description:
It was reported that - "patient suffered an allergic reaction to the nickel contained in the staples. Patient in question has an allergy to nickel which was clearly documented in the patients' records. Patient underwent a caesarean section and subsequently developed post operative complications to the wound site."